Event description:
According to the reporter, during a robotic pylorus-preserving gastrectomy, the gastric body was resected using two reloads with the powered stapler. It was noted that the condition of the stomach was typically normal¿that is, it was not usually stiff or thick. Apparently, the first firing was done without problem; however, on the second firing, the tissue got caught along with the movement of the knife, resulting in a failure to cut. The staple line was incomplete at the center and distal portion. As a countermeasure, the surgeon took out the third reload to perform an additional resection of the gastric remnant, thereby removing the second staple line. It was mentioned that remnant stomach, which was already small to begin with, had become even smaller.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5j0946) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5j0946) sigpshell, sig power sigpshell control shell, (lot # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.